Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother called in to report a hospitalization due to high blood glucose levels. The customer's blood glucose level ranged from 273 to 291 mg/dl. The customer's symptoms were not reported. The customer was wearing the insulin pump at time of admission. The cause per the healthcare provider was diabetic ketoacidosis. The customer's treatment was unknown. It was reported that the drive support cap was flush and the cannula was bent. The caller was advised to discontinue use of the device and revert to a back-up plan. The caller was advised that the device would be replaced, and was informed to return the product for analysis.